Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early and the cannula was bent, but the pink slide was not fully in the viewing window. The pod was not worn. Device was discarded.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device completed only first prime before deactivating, preventing the needle from deploying. The downloaded data did not show any timeouts or drive stalls. Thus, there was no needle mechanism failure as the device deactivated at the end of first prime. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged.